Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low and high blood glucose. Blood glucose level at the time of the incident was 55 mg/dl. Customer stated that insulin pump had damage and was exposed to moisture. Customer reported high blood glucose that she can¿t get down then it goes really low, was unsure what blood glucose was at the time blood glucose will go up to 400 mg/dl and had 12 active insulin then it will drop way low. Customer stated that last night and week ago she gave manual injections for high blood glucose and it would come down but not enough and had issues with blood glucose at least a month it was off and on high alert. Customer stated that blood glucose was 390 mg/dl at 11.00 pm and gave manual injections had 10 active units in system, went down to 55 mg/dl by 4.00 am and treated with soda, took insulin pump off and a lot of insulin was still active and blood glucose was 150 mg/dl when she woke up with the insulin pump off. Customer was treated with food. Customer has been experiencing low blood glucose 1 a day at least for in the last 2 weeks. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap appeared normal. Customer does not alleged insulin pump was over delivering. Customer recalled insulin dripping or squirting from end of set before connecting at their site and stated that squirting out several times every once in a while, normally it dripped. Customer did not recalled how long ago the stream of insulin occurred. Customer stated that was disconnected during the rewind or prime sequence. The insulin pump will not be returned for analysis.